Event description:
Boston scientific crm received info that this pt had previously been seen at a different institution for a pulmonary embolism and underwent a separate procedure prior to this event. Upon discharge from the previous procedure, the pt became septic and developed a systemic infection which involved the chronic pacing leads. The pt had also developed vegetation in the right atrium (ra). A revision procedure was scheduled. During the revision procedure, the pt was placed on the cardiopulmonary bypass machine for laser lead extraction to remove the infected pacing system and remove the vegetation from the ra. After the chronic system was explanted, a new device and two epicardial leads were implanted. While attempted to remove the pt from the cardiopulmonary bypass machine, the pt's previously noted pulmonary embolism became exacerbated, and the pt expired as a result.

Manufacturer narrative:
This product will be retained by the medical examiner and will not be returned. No add'l info is available at this time. If the product is returned, or if add'l info becomes available, this event will be updated.